Event description:
It was reported that a patient underwent a surgical procedure to treat cystocele and vaginal vault prolapse on (B)(6) 2006 and mesh and a caldera intravaginal sling were implanted. The patient experienced pain, infection, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. The patient underwent mesh removal surgery on (B)(4) 2009 due to vaginal mesh erosion.